Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy resulting in the return of their tremors and dystonia symptoms. Attempts to reprogram the device were completed, however were unsuccessful. The patient underwent a procedure wherein testing revealed high impedances on the lead extension contacts 3c-4 therefore the lead extension was replaced with another of the same model before completing the procedure. It was noted that the patient accidently hit the back of their head on the bed headboard resulting in the open circuits per the physicians assessment. The patient was programmed and did well post-operatively.

Manufacturer narrative:
The returned dbs lead extension was analyzed revealed contacts 3 and 4 have good impedances however x-ray inspection revealed that 2 electrodes 7 and 8 were fractured that were contained inside the connector below the weld at the distal connector stack. The damage is indicative when excessive mechanical force is exerted onto the lead body and lead extension connector section, however the damage to the lead extension indicates damage likely occurred due to the accidental impact from the patient hitting their head on the headboard. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states failure or malfunction of any part of the device, including lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and insulation breaches whether these issues require a revision, including loss of adequate stimulation and/or worsening of disease symptoms caused by loss of stimulation are known risks with the use of the dbs as documented in the IFU. Therefore, boston scientific engineers could not confirm high impedances on contacts 3-4 however confirmed high impedances on contacts 7-8 and concluded the probable cause of known inherent risk of device. Block d2b: additional pro code nhl, pjs.

Manufacturer narrative:
Block d2b: additional pro code nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy resulting in the return of their tremors and dystonia symptoms. Attempts to reprogram the device were completed, however were unsuccessful. The patient underwent a procedure wherein testing revealed high impedances on the lead extension contacts 3c-4 therefore the lead extension was replaced with another of the same model before completing the procedure. It was noted that the patient accidently hit the back of their head on the bed headboard resulting in the open circuits per the physicians assessment. The patient was programmed and did well post-operatively.